Event description:
Unable to contact pt, sending letter. Pt's back to back results are more than 20% from each other. Pt's family member alleged that because the meter gave the pt inaccurate readings, pt went into a seizure and the paramedics were called. Pt's readings were 108, 212 and 165mg/dl.